Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the outcome of the peritonitis were unknown. The patient was not hospitalized for the peritonitis event. On the same day as onset, the patient began treatment for the peritonitis with injection (inj) cefepime (1 gram, intraperitoneally [ip], once daily) and injection vancomycin (1 gram, ip, every fifth day). At the time of this report, antibiotic treatment and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up, it was reported the antibiotic therapies were discontinued 14 days after initiation. Five days after the event onset, the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.